Manufacturer narrative:
The device remains implanted and the patient remains ongoing on vad support. The report of a potentially compromised driveline could not be conclusively determined. Although a review of the submitted x-ray revealed two areas that appeared to have evidence of shield breakdown, it could not be conclusively determined if the areas signify damaged wires. No products were returned for evaluation and the center reported that no atypical alarms were captured in the history file. A system controller log file was not submitted to the manufacturer for analysis. A review of the device history records for the pump revealed no deviations from manufacturing or quality assurance specifications. No further information is available. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 2 years and 2 months. The event occurred at (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that although no alarms occurred, the patient has grown in height and the driveline was extending. There were two suspicious areas observed on the x-rays. A pump exchange was being considered. The patient was asymptomatic. No further information was provided.